Manufacturer narrative:
The ge service representative conducted an onsite investigation. The high voltage cable assembly, the interconnect cable, and the left monitor were replaced. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed an iris potentiometer error message. No patient injury was reported.